Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.device remains implanted.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient reported experiencing pain with limp, two years post-op. A revision procedure has not been indicated at this time.